Manufacturer narrative:
(B)(4). The device was received an an evaluation was performed. A visual inspection was performed and no isues were noted. Functional testing, clear passage testing and pressure testing was performed with no issue noted. The reported issue could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error occurred on a home choice device during use. The patient was connected to the homechoice at the time of the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.